Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to duplicate the reported issue. The fse replaced the power supply. The unit was repaired and returned to the customer for clinical use.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was not powering on. There was a possible power supply issue. This event occurred during service/test by the customer. There was no patient involvement, thus no adverse event was reported.